Event description:
The MFR rec'd info alleging a ventilator would not power on and the blower would not cycle. There was no harm or injury reported.

Manufacturer narrative:
The ventilator was returned to the MFR for eval. The device was found to power on properly; however, the blower did not cycle. The ventilator's blower motor was replaced to address the issue.